Manufacturer narrative:
Polarsheath steerable sheath was evaluated by boston scientific. Visual inspection noted that no anomalies were found. The polarsheath was functionally tested in attempt to recreate the visible air allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. The device has passed all tests. Therefore, the reported allegation of air bubbles was not confirmed. The "no problem detected" conclusion code was selected based on the device analysis results.

Event description:
It was reported that during a cryo procedure to treat de novo atrial fibrillation (afib) a polarsheath was selected for use. Due to a issue with the balloon catheter in use the catheter was exchanged. Then, when introducing the new baloon catheter into the polarsheath, the doctor noticed that there was air in the flush line of the sheath. He thought that introducing the new balloon had somehow broken the polarsheath. The sheath and the catheter were replaced. The procedure was completed successfully. No patient complications were reported, and no air was seen in the patient. The devices were returned for analysis.

Event description:
It was reported that during a cryo procedure to treat de novo atrial fibrillation (afib) a polarx fit st catheter and polarsheath were selected for use. The polarx fit st catheter had a blood detection error after performing the left sided freezes. The catheter and cryo cable were replaced. Then, when introducing the new polarx fit st catheter into the polarsheath, the doctor noticed that there was air in the flush line of the sheath. He thought that introducing the new balloon had somehow broken the polarsheath. The sheath and the catheter were replaced. The procedure was completed successfully. No patient complications were reported, and no air was seen in the patient. The devices were returned for analysis.